Event description:
A product liability claim was raised. It was reported that the pt received a durom hip generic on (B)(6) 2005 and was revised in 2009 due to massive abrasion (wear). Additional info: since the exact date of the implantation and revision were not reported, for data entry purposes, the first day, and the first month of the yr reported will be entered. This will be updated if exact dates will be received.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).